Event description:
During a procedure, there was a pressure issue with the cool point pump pressure adaptor cable resulting in cancellation of the procedure. When the tacticath se catheter was connected to the tubing set and purged, a pressure error messaged appeared. The tacticath se catheter and tubing set were exchanged, but the error persisted. It was not possible to exchange the pressure sensor adaptor cable as there was no spare. It was not possible to connect the tubing set directly to the cool point pump because the key to do so was not found. Before that, the tubing set could be purged without issue. The error only occurred when the tubing set was connected to the tacticath se catheter. The procedure was then cancelled. The patient was not involved because the catheter had not yet been inserted.

Manufacturer narrative:
The reported event of a pressure error message could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.